Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced atrial arrhythmia burden of at least one hour in 24 hours. Low atrial intrinsic amplitude was observed, along with intermittent atrial undersensing on the stored electrograms (egms). Additionally, atrial thresholds were noted to have risen compared to implant values. Further evaluation was recommended by technical services (ts). No adverse patient effects were reported. This device remains in service.